Event description:
The device was tested prior to use and no abnormalities occurred; however, after 8 days use, the valve was blocked and the hospital staff was unable to inflate or deflate the unit. The patient experienced some discomfort upon removal because the cuff remained half inflated, but is now reported to be in good condition.